Event description:
The recipient is reportedly experiencing open electrodes due to a fall at the implant site. The recipient presented with swelling. The recipient was recommended to cease device use. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed along the lead and near the array, the silicone was damaged on the platinum disc prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed damaged wires at the fantail exhibited signs of tensile breaks. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the open electrodes and no sound, induced by the trauma reported. Advanced bionics will continue to monitor failure modes of this type. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing open electrodes due to a fall at the implant site. The recipient presented with swelling. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.